Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID #(B)(4) /tw(B)(4).

Event description:
It was reported foot switch was unable to halt energy delivery, a maestro 4000¿ controller ad footswitch were selected for a ablation procedure. However during ablation rf delivery was not stopped after the physician stopped pressing the foot switch. There were no patient complications.